Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A leak test was conducted successfully; no leaks were observed.

Event description:
It was reported that the patient's blood glucose level increased to 238 mg/dl while using the pod for a duration of 4 to 24 hours. The pod was leaking. Upon removal, the cannula was found to be bent near the basal area. Additionally, the patient experienced bleeding at the infusion site. As a course of treatment, a new pod was inserted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.7 hardware: iphone17.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.